Manufacturer narrative:
The device was returned for eval and forwarded to the manufacturer for testing. The oxygenator was rinsed with water for several minutes at a flow of 5 1pm, then filled with a sodium hypochlorite solution for 120 minutes before being rinsed with water at 2 1pm. The device was then dried until no traces of blood or water were found. Functional testing was then performed on the device in the form of gas transfer and pressure drop tests. The reported complaint could not be confirmed during the eval. The returned oxygenator was found to meet specifications regarding gas transfer performance (oxygen and carbon dioxide) as well as pressure drop performance. No clotting occurred with the test sample while testing. (B)(4).

Event description:
Oxygenator on cardiohelp hls set clotted off.